Manufacturer narrative:
The device is currently being evaluated; the manufacturer will file a follow-up report detailing the results of the evaluation once it is completed. Device evaluation in progress. Device evaluation in progress.

Event description:
It was reported that medfusion® 3500 syringe pump had a check clutch plunger level error. No patient injury reported.

Manufacturer narrative:
One medfusion® 3500 syringe pump was returned for investigation. Visual inspection revealed that the returned device was in poor condition; the top case was chipped and cracked and the bottom case had contamination. A review of the device history log found that a check clutch/plunger lever error had occurred. During functional flow and occlusion tests, the check clutch/plunger lever error could not be duplicated. As the reported issue could not be duplicated, investigation was unable to determine a root cause. As a preventative measure, the device position potentiometer was replaced and the clutch's left and right halves were replaced with leadscrew and spring. After device repair and recalibration, the device was found to pass all delivery, accuracy and functional tests.